Manufacturer narrative:
The resulting inappropriate shock did not cause an exhaustion of rescue therapy. No adverse patient effects were reported. Should additional information become available this event will be updated.

Manufacturer narrative:
Additional information was received that this device was explanted and returned for routine testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation,pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had delivered inappropriate shock as a result of programmed re-detection parameters. The patient is an athlete. The patient's arrhythmia accelerated into the ventricular tachycardia (vt) zone which was maintained and then entered into re-detection once the program duration had timed out. Subsequently, no detection enhancements were applied. The resulting inappropriate shocks did not cause an exhaustion of rescue therapy. There were no reported adverse patient effects associated with this clinical observation.